Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2010: the patient underwent spinal fusion surgery using rhbmp-2/acs. (B)(6) 2010: the patient was presented with chronic pain. (B)(4)2010: the patient presented with nerve damage. Type: radiculopathy. (B)(6) 2010: the patient underwent revision surgery due to spinal stenosis at l4-5. The following complications were observed post-op: cramps in legs, back pain, leg pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.